Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by vomiting, abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (added to bags every day for 2 weeks, dose not reported) for peritonitis. Three days after the hospitalization, the patient was discharged from the hospital. At the time of this report, the patient was reported to be recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. Same patient as (B)(4).